Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout procedure, an insulation abrasion was observed on the atrial lead. No electrical issues had been observed on the lead and no patient symptoms were reported. The lead was repaired at that time. The patient was noted to be doing well following the procedure and would be monitored.